Manufacturer narrative:
Analysis determined low battery reset with an undetermined cause.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving baclofen 2000 mcg/ml at 12.2 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported the pump was returned for disposal. There was no complaint associated to the returned product.

Manufacturer narrative:
Conclusion code is no longer applicable. The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Date on the last submitted supplemental regulatory report should have been (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.